Manufacturer narrative:
Medwatch submitted on: (B)(6) 2015.

Event description:
Physician reported suspicion of alcl lymphoma, side unspecified. Manufacturer of the device is unknown. Pathological markers have not been received to confirm alcl.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Physician reported suspicion of alcl lymphoma, side unspecified. Manufacturer of the device is unknown. Pathological markers have not been received to confirm alcl.

Event description:
Physician reported suspicion of alcl lymphoma, side unspecified. MFR of the device is unk. Pathological markers have not been received to confirm alcl.